Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd obturator for insyte there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd obturator for insyte¿ there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: received a used obturator 20ga unit within an open package from lot number 8016804. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of molding defective-other with lot #8016804 regarding item #394281. DHR review was performed on lot number 8016804. Pallet 1 was packaged on january 22, 2018 through january 22, 2018. Pallets 2 and 3 were packaged on february 1, 2018 through february 2, 2018. Pallets 4 and 5 were packaged on february 5, 2018 through february 6, 2018. Review of DHR revealed all required samples and testing was performed in accordance with the quality control plan. Visual examination: no signs of leakage (i.e. Traces of solution/blood) were found on the thread or the tail of the obturator. No physical-mechanical damage was observed on any of the components of the unit flashback: as an attempt to recreate the customer experience the flashback test was performed by inserting a lab provided iag 20ga unit into an artificial vein then, connected the received obturator to the end of the luer of the adapter. Liquid flowed through the catheter tubing and within the adapter but no leakage occurred. The failure experience by the customer could not be confirmed or recreated during the testing performed in the laboratory. The unit received for evaluation did not reveal any contributive manufacturing related issues. Due to the low incident rate and low severity of these complaints a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.